Event description:
Patient was issued wrap around hinged knee brace [redacted]. She brought the brace to her f/u [follow up] appointment [redacted]-35 days later and the velcro was no longer effective. A new knee brace was issued.